Event description:
It was reported that after a proctored da vinci-assisted low anterior colorectal resection procedure, the patient expired on postoperative day (pod) 6. The procedure was stated to have been completed robotically as planned with no intraoperative complications. On an unspecified pod, the patient developed leakage at the intestinal anastomosis. A laparotomy was performed where suturing of the intestinal leak, drainage of the peritoneal cavity, and the creation of an ileostomy was completed. The report source stated that the cause of death was listed as cardiac arrest due to anastomotic leak and peritonitis and was related to the patient¿s age and other unspecified diseases. The information received was an unofficial accounting from third party individuals. The surgeon has not responded to requests for additional information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The report source indicated the initial robotic procedure was uneventful, followed by an anastomotic leak on an unspecified date post-procedure. Review of the advanced stapler log found that a sureform 45 stapler instrument was installed on the system twice. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was aborted by the user at about 66% completion. The subsequent clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related issues captured in the log file. The sureform stapler is a single use instrument. No information was provided regarding the potential use of a 3rd party circular anastomosis stapler commonly seen with this surgical procedure. Review of the system logs found that 21 procedures have been performed with this davinci system since the reported event with no significant errors noted. Additionally, review of the device history record found no non-conformances were identified for the instruments used during the procedure. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a postoperative leak following a low anterior resection. The location of the leak is unclear. The resulting leak required a re-operation, ileostomy, and drainage. The patient subsequently died soon after the re-operation. Typically, a low anterior resection requires removal (resection) of the diseased segment followed by creating an anastomosis very deep in the pelvis. A linear stapler, such as the sureform which was documented to be used in this case, is commonly used for the resection and an eea stapler is commonly used for the anastomosis due to the low level of the required anastomosis. Another method for anastomosis is sewing the bowel together directly although this is technically quite difficult. A linear stapler would not be used for this type of anastomosis. The sureform stapler used in this case was used twice. This may correspond to the proximal and distal resection margins of the resected bowel. There is no information regarding how the anastomosis was created and what instruments were used. According to the information provided in the summary of events, insufficient information exists to determine if any intuitive surgical instruments or products contributed to this event.